Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect due to the customer not adjusting the time for daylight savings. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer corrected the pump time and resumed insulin therapy.